Event description:
Customer reported the pump was set to run 100ml/hour with a vtbi 50cc of levaquin. After 30 minutes the pump alarmed infusion complete but the bag was still full. There was no report of patient harm and the patient did eventually get the medication. When the pump alarmed that the medication was completed (and it was not) the customer changed the pumps and the medication infused. The nurse does not think the roller clamp was closed. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.